Event description:
It was reported that the 3rd soft key does not function correctly. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation confirmed that when the 3rd soft key is selected, the ok key is entered caused by a failed keypad. The failed keypad was replaced. Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.